Event description:
It was reported following a percutaneous transluminal coronary angioplasty (ptca), an angio-seal vip was deployed and hemostasis was achieved. Twenty five days later, the patient complained of pain when walking. The patient was diagnosed with a partial occlusion in the common femoral artery. The patient was treated with medication to remove the thrombus. The treatment was successful and the patient was reported to be fine.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the partial vessel occlusion was thrombosis in the common femoral artery. The angio-seal device instructions for use (IFU) caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The IFU state that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.